Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user's device had restart alert 32. The user's mother restarted multiple with no resolution. Agent advised on a dry run supply change which also resulted in the "unable to proceed" alert. The user was going through a hyperglycemic episode of 279 mg/dl blood glucose and had to revert to backup therapy. She was dizzy but did not require further outside intervention.